Manufacturer narrative:
A ge service rep evaluated the system and replaced the cine hard drive, display adapter board, and associated cables. The system operates as intended.

Event description:
The customer reported the system had intermittent cine errors. No pt injury was reported.